Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her verio iq meter was reading inaccurately high, compared to another meter (unknown meter) the complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter had been ¿happening on and off¿ but had occurred on either the ¿monday or tuesday night¿ the week she contacted lfs. She alleged that she had obtained inaccurate high readings of ¿323, 273 and 276 mg/dl¿ on the subject meter, compared to ¿33,56,56 and 87 mg/dl¿ on the doctor¿s meter. The tests were performed greater than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she is (B)(6) pregnant, manages her diabetes using insulin (self-adjuster), and that in response to the alleged inaccurate high readings she had been increasing her insulin and consuming less food. The patient reported that in response to the alleged meter issue she developed symptoms of ¿sweating and disorientation¿ after the meter issue began. She reported that in response to the alleged symptoms she attended the doctor¿s office. Initially on arrival at the doctor¿s office a blood glucose of ¿31 mg/dl¿ was obtained. She was treated with ¿glucose tablets, orange juice and soda¿ and was required to stay at the doctor¿s until her blood glucose level reached ¿87 mg/dl¿, 90 minutes later. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and the samples had been taken from an approved site. It was noted that the test strips had not been stored correctly. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.